Manufacturer narrative:
This report is based on information provided by remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heart start xl + defibrillator indicating that the ready for use (rfu) indicator was prompting an x without any alarm. The rse evaluated the device remotely. It was determined that due to the faulty rfu indicator, the device showed an x , and the device does not have any alarm information. As the equipment was under warranty, the rse recommended the replacement of the rfu indicator. Therefore a quote was sent to the customer, but the customer declined and advised that they would resolve the issue through a third party maintenance company. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a faulty rfu indicator. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer opted to resolve the issue through a third party maintenance company. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an error report. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.